Manufacturer narrative:
The device was received deployed with the slide insert visible in the top housing viewing window and the formed needle in the fully retracted position. No housing or environmental seal damage was observed that would indicate that the needle mechanism deployed into them. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Due to dislodgment of the needle the needle reset test was compromised. Although the device was received with the needle fully retracted, it could not be determined when the formed needle fully retracted. Root cause of the reported needle did not retract could not be determined. The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 3200 pulses. Even though the needle mechanism could not be reset, no damage and abnormalities were found with the device that would result in a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level (bg) read high (>500 mg/dl) while wearing the pod between 25 and 36 hours. When removed, the patient saw the hard needle was still visible, indicating it did not retract back into the pod at pod activation. Upon further inspection of the pod, the patient noted that the pink slide did not move forward, indicating a needle mechanism failure occurred.